Event description:
A patient who was enrolled in a study underwent a da vinci assisted-benign hysterectomy surgical procedure. The procedure was completed without any patient harm, adverse events, or device-related malfunctions involving the da vinci system, instruments, or accessories. A non-da vinci device, a monopolar knife, was used to open the abdomen to remove the uterus. There was an intra-operative blood loss of 10 ml. The next day, the patient had developed a hematoma at the uterine extraction site which required an open laparotomy surgical revision to repair. The event was reported as resolved the same day. There was no report of a da vinci device malfunction. The study investigator reported the event as moderate severity, requiring medical or surgical intervention, clavien-dindo grade ii, having a causal relationship to the study procedure, but nor related to the patient's underlying disease status, not related to a da vinci investigational device, and not related to a third-party device.

Manufacturer narrative:
There was no report that a da vinci system, instrument or accessory malfunctioned during the procedure. Investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint. A review of the event was conducted by an intuitive surgical, inc. (Isi) medical officer and the following additional information was provided: this description confirms the hematoma came from the extraction site. Most importantly, the extraction site incision was created with 3rd party instrumentation. Patient body mass index (bmi): 25.5 kg/m2.